Event description:
It was reported that the left lead showed over 4000ohms, <15ma at the telemetry check. The electrode configuration, 1+, 2-, 3+. The right side lead showed normal impedance. The doctor decided to observe for a time, because the patient said they were feeling stimulation, and the patient was postoperative length of stay in the hospital. Four days later, the electrode configuration was changed to 0-, 1+, and impedance showed 954ohms, <15ma. The right side impedance was >4000ohms, <15ma. The doctor replaced both leads the same day. After replacement, the impedance measurements were within normal limits (right side 483ohms, left side 612ohms). The patient recovered.

Manufacturer narrative:
(B) (4).